Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported a nasogastric (ngt) lung placement occurred. The event is unclear in regards to if was related to a blind ngt placement on (B)(6) 2018 or a cortrak 2 placement on (B)(6) 2018. On (B)(6) 2018 at 21:00 blind placement of ngt was performed and at 21:38 a kub, x-ray exam, confirmed the ngt was in the patient's stomach. On the (B)(6) 2018 at 07:00 the tube was removed and a blind tube placement was performed, time of placement was unsure. On (B)(6) 2018 at 03:17, a kub was performed. On (B)(6) 2018 at 06:27 the physician read the kub and the registered nurse removed the tube. On (B)(6) 2018 at 11:00 a cortrak placement was performed. On (B)(6) 2018 at 11:41 a kub confirmed the ngt was right below the esophageal sphincter /stomach. On (B)(6) 2018 at 13:00 cortrak placement was performed. On (B)(6) 2018 at 13:27 a kub confirmed the ngt was in the in right lung with a possible pneumothorax event. On (B)(6) 2018 at 15:00 cortrak placement was performed. On 15:30 a kub confirmed right lung ¿ possible pneumothorax event. On (B)(6) 2018 at 20:44, a kub noted no pneumothorax report. On (B)(6) 2018 the radiology team placed naso-jejunal tube successfully. On 21-mar-2018 the intensive care unit team (ICU) team reviewed the kub performed (B)(6) 2018 at 20:44 and confirmed a pneumothorax and a chest tube was inserted in the patient for 4 to 5 days.

Manufacturer narrative:
All information reasonably known as of 27-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
1 cortrak unit was returned. The following components were returned with the monitor unit: smart receiving unit (sru) - lot number - 1509004, interconnect cable, battery pack, power cord, user manual. The monitor unit was inspected for signs of any damage or breakage, and no breakage or damage was observed on the blue housing nor on the orange button of the monitor. The cortrak eas sru and interconnect cable were also visually examined and a small crack was identified on the blue housing at the location of the cable inlet. The. Orange connector showed signs of excess wear. A simulated placement evaluation was performed by attaching the returned monitor unit, sru, interconnect cable to the lab's anatomical model, transmitting stylet and printer. Functional testing of the unit indicated that the unit worked as intended. The smart receiver unit was able to communicate with the monitor unit, interconnect cable, transmitting stylet, and performed self-test without any failures. After setup of the cortrak system and the completion of the initialization, the functionality of the unit performed as intended. The led on the sru was illuminating green during the entire test. The led, performed green-all, during placement and the smart receiver unit was able to provide an accurate deployment of the transmitting stylet tip during the entire placement, without any failures. Evaluation of the returned unit found evidence of an atypical placement on the date of the event when viewing the tracings stored within the data memory within the unit. The unit did not appear to be malfunctioning when this placement was recorded, instead the tracing appeared to document a lung placement that should have been apparent to a trained clinician. The unit returned for investigation did not show any signs of faults that would lead to this incident.. There was also no indication that the unit may have been discrepant at time of release when reviewing the DHR and process. The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. No direct root cause was identified at the production/service or inspection levels. All information reasonably known as of 01-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).